Manufacturer narrative:
Analysis of the returned device identified the cause for the device ceasing compressions was attributed to a damaged component on the device's power board. The device's power board was replaced, and the device has returned to service on 3/24/2021.

Event description:
A professional user reported that after 25 to 30 minutes of performing chest compressions in an ambulance, the device stopped performing compressions and alarmed. The customer reported troubleshooting the device with no avail and ultimately removed the device and began manual chest compressions. It was reported that the patient was resuscitated.